Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The device was being used to deliver an unspecified IV solution. After an unspecified length of time in use, the tubing set disconnected from an unspecified access device. An unspecified amount of blood loss was noted. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded.